Manufacturer narrative:
The complaint conclusion was amended to include the additional information received previously. Amended cc: as reported, a hair was found on the screw cap of a si avanti plus transradial kit 11 cm. Sheath. The product issue was noted prior to use of the product in the patient. There was no report of patient injury. Additional information received indicated that there was no damage noted to the shipping box, outer product box, or inner product pouch. The packaging was not noted to be creased, torn with jagged edges, clean cut, seal open, or any stain on the outside. The only noted damage was the foreign material inside. The actual product was not noted to be damaged. The integrity of the sterile pouch was not compromised. The hair that was reported was noted to be in the tube. A photograph was not available. Multiple attempts to obtain the return of the product were unsuccessful. No additional information is available. The product was not returned for analysis. Review of lot 17295904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
As reported, a hair was found on the screw cap of a si avanti plus transradial kit 11 cm. Sheath. The product issue was noted prior to use of the product in the patient. There was no report of patient injury. Attempts to gather further information were unsuccessful. The product was not returned for analysis. Review of lot 17295904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a hair was found on the screw cap of a si avanti plus transrad kit 11 cm. Sheath. The product issue was noted prior to use of the product in the patient. There was no report of patient injury. The device will be returned for analysis. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis on april 8, 2016. Updated cc: as reported, a hair was found on the screw cap of a si avanti plus transradial kit 11 cm. Sheath. The product issue was noted prior to use of the product in the patient. There was no report of patient injury. Additional information received indicated that there was no damage noted to the shipping box, outer product box, or inner product pouch. The packaging was not noted to be creased, torn with jagged edges, clean cut, seal open, or any stain on the outside. The only noted damage was the foreign material inside. The actual product was not noted to be damaged. The integrity of the sterile pouch was not compromised. The hair that was reported was noted to be in the tube. A photograph was not available. Multiple attempts to obtain the return of the product were unsuccessful. No additional information is available. One sterile unit of a catheter sheath introducer was received inside a plastic bag. Per visual analysis, no anomalies were found on the received device. The received unit was thoroughly inspected under microscope and no contaminations or damages were observed. Review of lot 17295904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿packaging/pouch/box- foreign material-in sterile package: moveable particle (peripheral)¿ was not confirmed since the inner package was not received for analysis and no foreign matter was found on the received device neither on the visual nor the microscopic analyses. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated that there was no damage noted to the shipping box, outer product box, or inner product pouch. The packaging was not noted to be creased, torn with jagged edges, clean cut, seal open, or any stain on the outside. The only noted damage was the foreign material inside. The actual product was not noted to be damaged. The integrity of the sterile pouch was not compromised. The hair that was reported was noted to be in the tube. A photograph was not available. No additional information is available. Additional information will be submitted within 30 days upon receipt.